Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was revised due to instability. The 10 degree liner and femoral head were removed and a dual mobility construct was implanted. Doi: (B)(6) 2021; dor: (B)(6) 2021 (left hip).

Event description:
We received your response from the previous follow up we initiated. And as stated, the patient's primary surgery date was unknown however could you please confirm if the products involved from the primary implant were depuy products? Also in this statement, "revision 1, from a neutral to 10 degree liner, was (B)(6) 2021. (A separate complaint form was submitted for this case)" do you have a pc number for this record/event? The original implants were depuy components. The complaint number is (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.